Manufacturer narrative:
The technician replaced the brake caster and adjusted all brake casters to resolve the issue.

Event description:
The account alleged that the brake caster is not holding. No injury reported.